Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon fell apart and left pieces behind. She experienced fever, itching, discharge and spotting between periods. The doctor diagnosed her with a yeast infection and prescribed terconazole cream. Her symptoms did not improve so she returned to doctor and was diagnosed with a secondary vaginal infection and prescribed metronidazole 0.75% gel. Her symptoms have improved but she still has itching.